Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to thumping in their chest. Interrogation showed the patient's pacemaker was inappropriately in backup mode causing the unintended stimulation. The pacemaker was restored to normal settings. The patient was stable throughout.